Event description:
When nurses are trying to withdraw the ordered regional block, prior to administering to the patient, the needle does not allow the medication to be withdrawn. There is not a visible defect to the naked eye that can be identified prior to opening the package. No patient harm has occurred. The defect has been identified with the avanos and the halyard product, but the staff believes avanos is now the parent company therefore avanos' information will be provided in the report. Halyard device information: ref: (B)(4) (number appears under ref number on packaging), lot: 30051022, exp date: 3/31/2023, (B)(4).